Manufacturer narrative:
It was reported, that a colonic ftrd set was used for biopsy in the flexura coli dextra, thereby the endoscope used had an outer diameter with 13,9 mm. This size of the endoscope tip is too big and does not meet the specification of cftrd for a proper fit. Based on the safety officer's expertise, an improper fit on the scope contributes to difficulties during clip application. In addition, during procedure it was failed to check the correct clip application prior to resection of the tissue and follow the advises in the IFU. As the review of the production related quality records showed no anomalies. In conclusion, the failure root cause can be attributed as a procedural complication and a technical defect of the product can be excluded. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings, to verify successful clip application before resection of the target tissue.

Event description:
During a biopsy in the flexura coli dextra (low grade dysplasia), the physician mistakenly assumed that the clip had already been deployed into the target tissue, when tissue resection was performed. The resulting bowel perforation was subsequently closed with an otsc system 12/6t and twin grasper. Unfortunately, peritonitis developed the day after, and a right-sided colectomy was required. The patient recovered without further treatment and recovered well.